Event description:
Patient was hospitalized due to a build up behind her pacemaker, but did not miss any doses. No additional info provided. (B)(6). Diagnosis or reason for use: chronic lyeloid leukemia.